Event description:
It was reported that the customer had a button error alarm on the insulin pump. Customer stated that she has been wearing the pump for about 20 years. Customer stated that no buttons were pressed. Customer cleared the alarm. Customer stated that a button may have been pressed for over 3 minutes. Customer confirmed that all buttons were responding. No replacement is needed at this time. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.